Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and device: was the device locked on a vessel? How was the device removed from the vessel? What procedure were they performing? Was there any tissue damage? If yes: please explain the tissue damage? How was the tissue damage repaired? How was the procedure completed? Did the device deploy a clip when the device jammed? Were the clips malformed? Was there any patient consequence? If yes: please explain. How was the patient consequence resolved? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device stayed jammed on the vessel. It is unknown how procedure was completed. Patient consequence was not reported.

Event description:
The procedure was a lap cholecystectomy.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2021 . H2: additional information received: information provided in the ansm user report (24 june 2021): gall bladder procedure ; used ligaclip device to pose (place) clips on cystic canal. Device difficult to use : resistance felt at the pose (placement) of the third clip. At the pose (placement) of the fourth clip, the device could not be opened. The surgeon had to force to remove the device from the patient. The fourth clip stayed placed. There was a delay to the procedure, the number of clips placed was satisfying, and there was no significant clinical impact.